Event description:
Boston scientific received information that prior to this patient's elective device upgrade procedure, this right ventricular (rv) lead exhibited normal pacing and shocking impedance measurements and good sensing and thresholds. However, after implant, shocking impedance measurements were greater than 125 ohms. The device to lead connection was checked and there was no change in the measurements. The shocking configuration was reprogrammed from rv coil to device which produced a shocking impedance of 85 ohms. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed that there is likely an issue with the svc coil connection or the svc coil conductor in the lead. The consultant informed the caller of options to isolate the issue. However, the physician had already closed the pocket and did not want to re-open it. No other adverse events have been reported. This product issue will be updated if additional information is received.